Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testitng, and an alarm log review were performed. The battery low alarm was identified during battery testing. The cause was determined to be due to a depleted battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specifications. If any additional relevant information is received, a follow up MDR will be sent.